Manufacturer narrative:
The customer reported they are unable to achieve flow in the port, and returned one used sample of material 11171447, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The smart site nearest the patient was tested with a cut-off syringe, in order to visualize the smart site blue piston, when actively engaged. The piston did not have an opening when engaged, and the complaint of occlusion was verified. A device history record review could not be performed on material 11171447 because the lot number is unknown. The manufacturing plant could not find the root cause for the occlusion in smart site issue. The plant was able to attribute the possible root cause to an incorrect application of fluorosilicon (lubricant) into the smart site. The fluorosilicon dispenser station went under maintenance on march 4th, 2025. It is not possible to know if the action was before or after the sample was released, without the lot number.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that they unable to inject medication through port..

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.